Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. The date of death is unknown and was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a right coronary occlusion was reported. It was reported that the patient died. The cause of death is unknown. It is unknown whether an autopsy was performed.